Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned; however, data from the device was received and analyzed. No anomalies were found as of (B)(6) 2015. The battery status was ok with a remaining longevity estimate of 3 years. (B)(4).

Event description:
It was reported that the device longevity estimation varied from 4 years before a lead replacement procedure to 14 months after the procedure. It was also noted that a polarity switch occurred when the leads were removed from the device during the revision procedure. The device remains in use. No patient complications have been reported as a result of this event.